Event description:
It was reported that the ventricular lead dislodged. The lead was explanted. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.